Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Revision due to the poly glenoid body disassociated from the pegs.

Manufacturer narrative:
The complaint product was received for analysis. The product condition of peg disassociated from the poly glenoid body is confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the center cage was returned disengaged from the polyethylene. This is consistent with the information provided. There was no deformation of the polyethylene. The detached center cage appears to have bony in-growth consistent with being well-fixed; a portion of the cage that contacts the polyethylene appears to have fractured. It is unclear if this fracturing occurred while implanted or during the revision surgery. The 2-month post-op x-ray indicates that the glenoid was not fully seated at the time of initial surgery. The peg has bottomed out on the scapular wall. The hole was likely not reamed to enough depth at the time of initial surgery. The 16-month post-op x-ray indicates that the glenoid began to disassociate from the central peg as it is off axis relative to the peripheral pegs. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. No information was provided regarding the serial or lot information, so manufacturing information could not be reviewed. The revision of the glenoid component reported was likely the result of incomplete seating of the cage glenoid at the time of initial surgery. Clinical risk factors for this patient are is his young age and very active lifestyle of being a farmer. Farming involves pulling, pushing and lifting objects. This patient also had a significant shoulder incident when he was only about (B)(6) years old. Noted in label review - all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. These components must not be used with those of another manufacturer since dimensional compatibility cannot be assured. This device is used for treatment not diagnosis. In the investigation of this complaint additional information has been requested about patient and event. No additional information has been provided.

Event description:
It was reported from (B)(6) that a patient experienced a shoulder revision surgery due to the poly glenoid dissociating from the pegs; he was revised to a total anatomic shoulder. The patient had complained about increasing shoulder pain which was not relieved by medical treatment. The bone construction in the cage was very good, but the implant was difficult to remove. The patient was stable leaving the or. The patient continued with his follow-up visits every 3 months for one year. Six months after revision surgery the patient had a car accident. As of (B)(6) 2017, he was in a rehabilitation center for the treatment of bilateral shoulder pain and associated cervical pathology. No additional information has been provided.